Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that the electrode moved out with the needle on the sensor and was unable to be used. The patient's blood glucose level was unknown at the time of the call.